Event description:
The laser system showed "error 11" when clinic turned on for first use. The start up sequence was blocked. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
The problem cause was the fixing of the electronic board, it was replaced and the laser system correctly worked. We are unaware about delay on treatment or pt injury.